Manufacturer narrative:
The device was unavailable for evaluation. A portion of the driver tip remains in the patient. Visual observations from the intra-op images provided reveal no unusual external markings, but a detailed evaluation could not be completed without the instrument. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during surgery the tip of the driver was broken and left in the patient post operatively. This event occurred in the united kingdom.